Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer's representative (rep) indicated the pump was received back from hospital and put in the mail (B)(6) 2016 with tracking information provided.

Manufacturer narrative:
Describe event or problem: updated to include the information received from the manufacturer's representative on 2016-nov-28. UDI updated to include current gudid status. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2016-nov-28. It was reported that the rep was not aware that the patient's pump replacement on (B)(6) was due to a motor stall. The rep indicated that they became aware of the event on 25-oct-2016.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen via an implanted pump for intractable spasticity and cerebral palsy. The patient was a spastic quadriplegic and active problems included choriorectinitis, contracture of right and left hip joint, focal epilepsy, herpessimplex, hirsutism, mental retardation, microcephalus, other feeding disorder of infancy and early childhood, permanent gastrostomy (gtube), precocious adrenarche, short stature, sleep disorder due to general medical condition (insomnia type), sleep disturbances,and tracheostomy. Past medical history included acute suppurative otitis media, closed fracture of femur, fussy infant, history of decubitus ulcer, hypothermia of newborn, and laryngomalacia. The patient had a pump replacement on (B)(6) 2016 due to a malfunctioning pump. The patient was seen on (B)(6) 2016 for a neurosurgical consultation. The patient was with a nurse and grandmother and was seen for concerns regarding the pump. He called neurology on (B)(6) 2016 and was called in a script for valium via gtube every six hours. He could not tolerate baclofen via gtube due to seizures; however he could tolerate intrathecal baclofen. The pump was originally placed in 2012 with good relief of spasms. They were concerned as they were hearing the pump alarm. Upon examination, the baclofen pump was in place and the site was intact. Extremity examination revealed contractures at the knees and hips. Skin examination revealed no areas of breakdown and he was well perfused. He was alert and made occasional vocalizations. On neurological examination, he had profound intellectual disabilities. On motor examination, he had truncal hypotonia. Tone was increased in all four extremities. Extremities were symmetric and he moved his extremities more than previously noted. Reflexes were 3+ bilaterraly. Gait not assessed. A pump stall had occurred and the pump was restarted and he was decreased to 100 mcg/day. The patient would decrease the valium over the next several days. The hcp would obtain an x-ray to check the catheter and he would follow up on (B)(6) 2016 with the doctor. The patient noticed ¿alarm be getting shortly after leaving the office¿. Aftercare duration of the pump it revealed motor stall had occurred again. Pump replacement was discussed for the next week. No refills were needed.

Manufacturer narrative:
Analysis of the pump on (B)(4) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to gear wheel number 3. As per the pump¿s logs, lioresal with concentration 2,000.0 mcg/ml was being administered at a simple continuous dose rate of 99.9 mcg/day as of (B)(4) 2016. The previously applied results code (B)(4) is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.